Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that customer¿s blood glucose level was 30 mg/dl. They stated that the insulin pump was over delivering. Customer was treated with food. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was nor in emergency room, nor admitted to hospital and not either in emergency medical service due to low blood glucose level. Customer did not mention any symptoms related to hypoglycemia. The reservoir will be returned for analysis.